Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot codes required were not provided. A search of the complaint database against reported product code 950501171 finds additional reported events of the device not securing the femoral component. The additional reported events were investigated and the root cause attributed to device wear and/or possible misuse. The investigation could not verify or identify any product contribution to the reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This instrument is releasing the implant of the femur, which can cause the risk of falling and contamination of the implants and bring a very serious problem to the procedure.